Event description:
It was reported that the atrial lead threshold and impedance values have been gradually increasing over the past two years. Reprogramming was completed and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.